Event description:
It was reported that during a laparoscopic appendectomy procedure, the device could not be triggered properly. No further details available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please clarify: did the device fire? Did the device cut? Was the cut line complete? Did the device deploy staples ? Was the staple line complete? Were the staples in the proper b form shape? F/u from affiliate: the device fired only approx. 1 cm and stopped before reaching the appendix tissue. The staple shape was not examined. There were no negative consequences for the patient. Surgery was finished with another device successfully.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tsb35 device was received in good visual condition and with a tr35b cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.